Event description:
A customer observed multiple, non- reproducible, unexpected vitros phyt quality control results while using the vitros 5600 chemistry system. The following results were obtained: qc lot f2271 = 16.42, 17.42 vs. An expected result = 22.3 ng/ml; qc lot m1914 = 37.83, 33.22, 21.07, 33.30, 18.28, 33.82 vs. An expected result = 27.4 ng/ml; qc lot biorad 1 = 8.06 vs. An expected result = 11.20 ng/ml; qc lot biorad 2 = 17.92, 13.63, 17.70 vs. An expected result = 23.60 ng/ml; biased results of the direction and magnitude observed may lead to inappropriate physician action. No patient samples were run for vitros phyt during the time frame of the event. There was no report of harm to patients as a result of this event. This report is number ten of twelve MDR's for this event. Twelve 3500a forms are being submitted for this event as twelve devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, non-reproducible, unexpected vitros phyt quality control results were obtained while using the vitros 5600 chemistry system. Expected performance was obtained using the same reagent lot. The investigation could not determine a definitive root cause. However, a reagent related issue cannot be ruled out as a contributing factor. There was no evidence to suggest that an instrument issue or an immuno-wash fluid related issue contributed to the event.